Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10018. Investigation is ongoing.

Event description:
Medical records were received indicating there was some difficulty encountered removing the balloon from the groin but it was eventually removed without any incident. Post dilation with a 26mm bav with better expansion seen. Patient became hypotensive on two occasions, which required brief CPR and respirations to maintain blood pressure and rhythm. Transferred to cvicu in stable condition.

Manufacturer narrative:
Additional information was added to d.10. Investigation of this event is ongoing.

Manufacturer narrative:
The edwards commander delivery system was returned after being used in the procedure, fully inserted through the loader assembly with full fine adjustment used. During visual inspection, a full radial burst of the inflation balloon was confirmed. The distal balloon was returned wrinkled and folded. The tapered proximal section of the balloon does not match up to the distal inflation balloon; possibly indicating missing balloon material. The guidewire lumen was separated at the adhesive port in the y-connector location. Adhesive was present in the y-connector, all fill ports are filled. Some stretching was noted near the distal end of the flex shaft. Due to the condition of the returned device no functional testing could be performed. The complaint was confirmed through visual inspection. Balloon single wall thickness measurements proximal to the tear were measured. A thin will could leave the balloon more susceptible to tears and may be indicative of a manufacturing nonconformance. All measurements were within specification. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaints were confirmed, but no manufacturing non-conformities were found in the returned sample. Review of dimensional and visual inspections revealed no indication of nonconformances. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. A detailed root cause analysis for similar returned complaints has been summarized in a clinical technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As mentioned in the description of the event, "the balloon most likely ruptured on a piece of calcification on the stj." Therefore, available information suggests that patient (calcification) factors contributed to the complaint event. Once ruptured, the balloon would likely have an altered/increased profile that can more easily catch on the sheath tip and prevent the delivery system from entering the sheath, resulting in withdrawal difficulties. To counter the resistance, additional force would likely be applied, which can cause the balloon and guidewire shaft to separate. As a result, procedural factors likely contributed to the reported withdrawal difficulties and balloon and distal tip/nose tip separation. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. As such, an engineering evaluation is not required. The complaint occurrence rate did not exceed the october 2019 control limit for the applicable trend categories. Since no edwards defect was identified in the evaluation, no corrective or preventative action is required. Multiple unsuccessful attempts were made to gather additional information regarding the cause of the cardiac arrest. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. There is insufficient information to determine if the event is related to a device malfunction. Due to insufficient information provided, a root cause cannot be confirmed. It is possible that patient factors and co-morbidities may have contributed to the arrest. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information. Medwatch report was received. Report number is mw5090821. Investigation is ongoing.

Event description:
Additional information was received via a medwatch report submitted by the hospital. Per the report, the patient went into ¿cardiac arrest during balloon deployment and was resuscitated with no further issues¿. Additional information has been requested.

Event description:
During pre-decontamination of the received device it was discovered that the tapered proximal section of the delivery system balloon does not match up to the distal inflation balloon, suggesting there may be pieces of the balloon material missing.

Manufacturer narrative:
Information added regarding pre-decontamination findings. Investigation is ongoing.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case the commander delivery system balloon ruptured during valve deployment. As a result, the balloon catheter came disconnected from the delivery system. Both pieces were removed through the esheath with no complications to the patient.  The balloon most likely ruptured on a piece of calcification on the stj. The balloon came apart at the distal tip and the balloon catheter became disconnected from the handle area. The device was removed from the patient without harm. The valve was post-dilated with a bav balloon. The device will be returned for evaluation.